Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient fell and was revised due to periprosthetic fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. It was noted the patient fell and suffered a periprosthetic fracture. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.